Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, therapeutic donor testing was performed with retained strips of lot k382947. In-house testing of strip lot k382947 met accuracy criteria and no product deficiency was observed. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
On (B)(6) 2016, a variance between two (2) inratio2 inr results was reported on a patient in (B)(6). Results are as follows: date: (B)(6) 2016, inratio2 inr: (17:10) 2.1 and (17:13) 4.4. The first result did ot seem plausible therefore a second test was performed. The therapeutic range was 3.0 - 3.5 there was no reported adverse patient sequela and no additional information was able to be provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)